Event description:
It was reported that the patient stated the device began to move her chest as if the chest was hiccupping. The patient presented with phrenic nerve stimulation and it was found that the left ventricular (lv) lead dislodged and was sitting in the right atrium. The lv lead was explanted and replaced. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.